Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 implantable pacing lead: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient came in after passing out 3-4 times. The newly implanted right ventricular (rv) lead had switched polarity from bipolar to unipolar due to high impedance. Also noted were high rv lead thresholds. An rv lead warning and an rv capture management warning had occurred. The patient was being admitted and the rv lead remains in use. No patient complications have been reported as a result of this event.